Event description:
It was reported that the pump touchscreen was broken and the display was unreadable. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.